Event description:
It was reported that the patient called the clinic to report an issue with their implantable cardiac monitor (icm). It was noted that the icm was having recording issues. There were no consequences to the patient and no intervention was performed.

Manufacturer narrative:
Correction: h6 complaint codes.